Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic radical resection of rectal cancer, after the end-to-end stapler was used for anastomosis, when the stapler exited the bowel, the tail end and the head end of the stapler automatically separated, resulting in the head end of the stapler left in the intestinal cavity, it was immediately taken out with forceps. There was no patient injury.